Manufacturer narrative:
Device passed displacement test and self test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 4 and pump error 63 was confirmed in device history due to broken pin 6 trace on keypad assembly. Pump error 53 found in device history due to software error. Device received with scratched case, pillowing keypad overlay, end cap address label missing and serial label number missing. The p-cap does lock properly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump sound did not work. The customer ran a self-test on the insulin pump and received a low-level hardware failure error alarm. After performing another self-test, the pump received a software error alarm and then shut off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.